Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-23320. The pt has 2 leads (from the same lot) implanted as part of her scs system. It was reported the pt experienced discomfort at the ipg site. It was also reported the pt is not receiving effective stimulation. The physician advised the pt to turn the device off for a week or two. Thereafter, the pt will decide if she will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.